Event description:
Customer reportedly received results of 429 mg/dl, 148 mg/dl, and 108 mg/dl within 10 minutes on the same device. Controls were run (l1 in range, l2 out of range). No adverse event reported. Requested return of suspect device and replacement was sent.